Manufacturer narrative:
D10: 4749579 02-022-45-3030 truliant tib fit tray cem sz 3f / 3t 5141931 02-012-64-1680 tru fluted stm ext 16mm x 80mm blast 5565955 02-010-06-0531 - tru post. Aug. Size 3, 5mm 5783672 02-010-06-0531 - tru post. Aug. Size 3, 5mm 6061369 02-010-06-0230 - tru cc femoral size 3 left 6104282 02-012-61-4000 - tru offset stem ext coupler, 4mm 6126015 208-05-03 - cc distal fem augment sz 3, 5mm the product associated with the reported event was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 52 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, stiffness, pain, arthritis, and scarring. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, subsidence and loss of range of motion. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and medical device clinical codes.